Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The pump was received with normal operating currents. The pump was monitored and no unexpected failed battery test alarmed during testing. The pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error and failed battery test on the insulin pump. The patient's blood glucose reading was 300 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.